Event description:
It was reported that the user required assistance performing an infusion set and cartridge change for a 23-inch, 6 mm teflon infusion set and was guided through correct steps to remove the old set, rewind, replace the cartridge, connect new tubing and set, fill tubing until drops were observed, apply the new infusion set, and complete the cannula fill, after which insulin delivery was resumed. Symptoms included elevated blood glucose associated with a separate issue. Outcomes included restoration of insulin therapy without alerts, alarms, or need for additional assistance. Investigation included remote troubleshooting and user education on correct supply change steps. Investigation of this case revealed user performance error during the supply change process, with no malfunction of the pump, cartridge, connector, tubing, or infusion set identified. It was concluded, based on previously established findings for similar reports, that the cause was user error mitigated through education and correct procedural guidance.